Event description:
The user facility reported the tip of the instrument fell into the patient's ear. No treatment was required and no MRI was performed.

Manufacturer narrative:
The instrument was visually inspected under a microscope, and compared to the master model. There was no evidence of material defect or manufacturing error. The instrument was bent in two places near the distal tip. The instrument appears to have been dropped or misused causing it to break.